Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery that the rear haptic of the intraocular lens (iol) did not wrap, it remained stuck in the injector. Additional information has been received and stated the lens did not come into contact with the patient, but the surgeon handled it in contaminated gloves. Surgery was completed by implanting a different lens. No patient impact was reported.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Intra ocular lens (iol) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, one haptic is adhered to the optic with solution. The optic is scratched/marked rejectable. Only photo was returned. The tip of the trailing haptic appears to be stuck at the tip of the nozzle. The returned photo shows an activated preloaded device. The plunger is advanced outside the tip of the nozzle. The lens (optic and one haptic) is advanced outside the nozzle tip. The tip of the trailing haptic appears to be stuck at the tip of the nozzle. We are unable to determine the root cause for the reported complaint rear haptic of the iol (intraocular lens) did not wrap, it remained stuck in the injector. The product was not returned for analysis. Haptic stuck/caught in tip was observed on the returned photo. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur, if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovd (viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The IFU (instructions for use) instruct: visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. The manufacturer internal reference number is: (B)(4).